Event description:
A report was received that the ipg was too shallow and patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision and was doing well post-operatively.